Manufacturer narrative:
Concomitant medical products: w1tr01, crt-p, implanted: (B)(6) 2019, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was not functioning within normal tolerances. The device was explanted and replaced. It was later reported that the left ventricular (lv) lead exhibited chronic high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.